Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the tip pulled off when he pulled out the wire. They have stated this is an on-going safety issue. There was no harm reported.